Event description:
Customer reported leakage from the drip chamber in early 2008. The engineer found the tube had actually detached from the drip chamber during the investigation the following month. Determined this incident reportable three days later.

Manufacturer narrative:
Results - received one used unit without packaging. Our qual engineer visually and microscopically inspected the returned unit and confirmed that the leakage was caused by the detachment of the tube from the drip chamber. The device history could not be reviewed as the lot number was not reported for this incident. Conclusions - the engineer concludes that this type of defect could be caused by the gap that is greater than 2mm that resulted the tubing to be detached from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of tubing by the mfg process and over-sight during the outgoing inspection to check for no gap between tubing and drip chamber. Corrective actions taken included the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Future complaints will also be monitored to evaluate trends.